Manufacturer narrative:
Medical device problem code a04 captures the reportable event of bands damaged/defective (overlapped). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in a procedure to treat an esophageal variceal bleeding performed on (B)(6), 2022. During preparation outside the patient, when the technician unpacked a new device, it was noticed that the bands had overlapped. The physician changed it and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.